Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on the restarting screen for over 20 minutes. A cold reboot was performed; however, the issue persisted. Additionally, keyboard issues were reported. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on restarting screen and required reimage. A field service engineer (fse) performed reimaging process by connecting a flash drive and booting the station into the latest image. The station was successfully synchronized, and functionality was verified by the customer through application login. Fse also supported the completion of the hard drive imaging process. The system functioned as intended after the field service engineer had repaired the device.